Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented with bradycardia, the pulse generator could not be interrogated. No additional information was available. The device remained implanted.